Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2011. The facility had sent a voluntary medwatch report # (B)(4). The reporter of the complaint was asked to return the product for analysis. The device has not been received by allergan. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the possible outcome of inadequate weight loss as follows: caution: insufficient weight loss may be a symptom of inadequate restriction (band too loose). Or, it may be a symptom of pouch or esophageal enlargement, and may be accompanied by other symptoms, such as heartburn, regurgitation or vomiting. If this is the case, inflation of the band would not be appropriate.

Event description:
Health professional reported alleged lap-band "port leaking, "weight gain," and "no resistance lately." The alleged "leak site was distal to the port on tubing...with evidence of a leak coming from the tubing approximately 10 cm distal to the connector." The port was removed and replaced.